Event description:
Patient had pain and fluid around the right hip. There was no infection, there was a lot of tissue and fluid removed from the joint. The patient's co level was 7. The surgeon cleaned the joint and replaced the poly and the head with a ceramic head and sleeve.

Manufacturer narrative:
The following other hip devices were also listed in this report: v40 cocr lfit head 36mm/-5; cat# 6260-9-036; lot# mhetlt. 6.5 cancellous bone screw 16mm; cat# 2030-6516-1; lot# 9pvmnd. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was sent to the patient¿s attorney and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding a patient reaction involving a trident insert was reported. The event was not confirmed. Device history review indicated the device was manufactured with no reported discrepancies. Complaint history review indicated there have been no other events regarding the reported lot.

Event description:
Patient had pain and fluid around the right hip. There was no infection, there was a lot of tissue and fluid removed from the joint. The patient's co level was 7. The surgeon cleaned the joint and replaced the poly and the head with a ceramic head and sleeve.